Event description:
Right hemi colectomy. Plc75 dlu was loaded with plcr75b to create a side-to-side anastomosis. Unformed staples were noticed and the line opened up and feces leaked out of the staple line. Resection of additional tissue was needed in order to complete a successful anastomosis with another device.